Event description:
It was reported via clinic notes received dated (B)(6) 2012 that the vns patient has left horner's syndrome as a complication of vns placement. The physician noted that upon cranial nerve examination, extraocular movements and pupillary reactivity is present. Follow-up with the physician's office confirmed the issue was believed to be related to the vns placement surgery. Vns diagnostics are within normal limits per the site. No interventions have been planned.